Manufacturer narrative:
On july 1, 2011, cardinal health and carefusion separated officially as two medical device companies. Prior to this date, cardinal health oversaw medwatch reportability for carefusion as part of a transition agreement between the two companies. Both companies utilized the same computer system database for complaint and MDR management. The registration number for cardinal health is 14235237. When carefusion separated from cardinal health and took on the responsibility of filing their own emdrs they were not aware that the cardinal health registration number was inappropriately assigned to their MDR reports by their computer supplier. Cardinal health attempted to submit our mdrs failed due to duplication of reports. Cardinal health worked with the FDA to determine a root cause for this failure and identified that the files had been received, however, they were the carefusion reports using cardinal health's numbering system. Cardinal health is resubmitting these reports per direction of the FDA, understanding that the date appears to be late, however due to the situation which has occurred and for which the FDA is aware of we are resubmitting the report today. Because of the multiple reports filed by carefusion using the cardinal health number, there will be a gap between the last number appropriately filed by cardinal health and any future reports. Cardinal health has worked with the supplier to rectify this situation.

Event description:
Following closure of a pacemaker insertion incision, the sponge count was not correct. X-ray was taken and the x-ray detectable sponge, (B)(4) from a plus international, did not appear on the film. Physician still believed sponge to be inside the patient. Patient was reopened, sponge was retrieved, count was reconciled and patient went on without further incident.

Manufacturer narrative:
(B)(4). Cardinal health is filing as the convenience kit compiler. Per a plus: we believe the cause for this issue is due to missing/loose x-ray thread which was attached on the sponge. It is possible due to the insufficient heat pressed on the x-ray threads on the automatic gauze folding machine. When the machine is stopped for the operator's time break and then resumed to the production, the temperature of the x-ray detectable heat press would be decreased and then require several minutes to reach the original temperature. The qc inspectors did not notice these sponges with the missing or misplaced x-ray detectable element to reject them during the 100 % inspection of x-ray sponges. The x-ray detectable thread was ironed into the gauze instead of woven into the gauze. If the end user unfolded the gauzes before using them, it is likely to have the x-ray thread falling out of the gauze. According to the device history record, the test result of the barium content met requirements. (B)(4). The sample is still in route to the supplier. A follow up report will be filed should the result of investigation or corrective action change.

Manufacturer narrative:
Investigation results from (B)(6), manufacturer of the sponge, was amended following sample evaluation. Per a plus: there is an x-ray thread attached on the product. The x-ray scan performed by a (B)(4) the thread "clear and intact" on the sponge. For the x-ray detectable thread material, the barium sulfate content was tested during raw material incoming inspection and the device history record indicates the content met specifications. Corrective actions: the information has been forwarded to their (B)(6) factory to increase awareness of the importance of the detectable thread function. Operators were instructed to report any discrepancy of x-ray detectable thread immediately. This is the first complaint of this nature.